Event description:
It was reported that during a sigmoidectomy procedure, the device was used for the third firing of functional end to end anastomosis. One side of the staples were not deployed at the third firing. The other side¿s staples across the knife slot were deployed. Another device was used to complete the case. After the firing it was found that the cartridge pan was detached and the cartridge body was damaged and broken. There were no adverse consequences to the patient. Additional information provided: doctor felt a little difficulties on the third firing. One side of the staples were not deployed properly at the third firing and only a few distal staples were deployed. The target tissue was not too thick to be fired. At the first and second firing of the device has no anomalies. It was not sure when the cartridge was broken, but no pieces of the cartridge was left in the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the affiliate.information anticipated, but unavailable at this time.